Event description:
A (B)(6) male patient call zoll customer support to report that he kept receiving check belt and adjust belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt, adjust belt messages) was confirmed. Upon investigation corrosion was discovered on every ECG cable and on the ECG "d" pca board, which was responsible for the signal artifact that caused the check belt messages. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the corrosion on the ECG cables and on the ECG "d" pca board. The patient received a replacement electrode belt.